Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 457 mg/dl at the time of incident and the current blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. The customer did not experience any symptoms related to high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the auto mode was active at the timer of high blood glucose event. The insulin pump will not be returned for analysis.